Manufacturer narrative:
The device was returned to olympus for inspection, and blurry image was not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: vertical stripes on the image, error code e218, light guide lens was worn, and multiple indentations in the insertion section (outer tube damage). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: vertical stripes on the image; the cause of the electronical component failure could not be determined. The most likely cause is a random failure. Error code e218 was caused by electronical component failure, but the cause of the electronical component failure could not be determined. The most likely cause is random component failure. Light guide lens was worn due to the distal end cover glass failure, which is a mechanical problem, but the cause of the distal end cover glass failure could not be determined. The most likely cause is random component failure and some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope device had blurry image. The issue occurred during reprocessing. There was no report of any patient harm.